Event description:
(B)(4). Same patient as 2134265-2011-04081; 2134265-2011-04500; 2134265-2011-04518. It was reported that following a coronary artery treatment procedure the patient experienced a myocardial infarction. Lesion 1 was located in the distal left anterior descending (lad) artery with 70% stenosis and was 6.0 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with placement of a 2.5 x 8 mm taxus liberte study stent with 9% residual stenosis. Lesion 2 was located in the mid left anterior descending (lad) artery with 80% stenosis and was 26 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with placement of a 2.5 x 28 mm taxus liberte study stent with 9% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient had an acute st segment elevation myocardial infarction. The patient was given cardiopulmonary resuscitation and then brought to the emergency department. The patient was found to be in ventricular fibrillation and after shocks and medical therapy were administered the patient regained a strong pulse. The patient was then transferred to a different facility where he was ventilation dependent and was not responsive to verbal or painful stimuli. Emergency cardiac catheterization was performed. The 99% in-stent restenosis of the study stent placed in the mid lad was treated with placement of a 2.25 x 32 mm ion stent and post dilatation with 0% residual stenosis. A 2.5 x 32 mm ion stent was placed in the mid lad with post dilatation with 0% residual stenosis. A 2.75 x 20 mm ion stent was placed in the proximal to mid lad and post dilatation with 0% residual stenosis. The event was considered as resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted in the dfu. (B)(4).